Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with culture positive for e. Coli in a patient coincident with dianeal, unknown therapy (lot number not reported). On (B)(6) 2010, the patient began treatment with dianeal, unknown therapy (3000ml, 3 times daily, lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) for kidney carcinoma. On (B)(6) 2010, the patient experienced bacterial peritonitis with culture positive for e. Coli. On an unreported date in 2010, the patient began a 14 day course of remedial therapy with vancomycin (2000mg, daily, route not reported), amikacin (500mg, daily, route not reported) and levofloxacine (250mg, daily, route not reported). On (B)(6) 2011, the dianeal therapy was temporarily interrupted for a nephrectomy. On (B)(6) 2011, dianeal , unknown therapy (3000ml, 3 times daily, lot number not reported) was resumed. It was not reported whether the event of bacterial peritonitis had resolved. The physician did not provide an assessment of causality for the event of bacterial peritonitis.